Event description:
It was reported that the device was alarming. Information was obtained confirming there was no patient involvement.

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Device evaluation: one device was returned for investigation. Visual inspection could not duplicate the report error. Functional testing was run for 3 days (9am-5pm). The temperature never went above 42.0 celsius. The complaint could not be duplicated or confirmed. Root cause could not be identified. The device was recalibrated and preventative maintenance performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.